Event description:
Alarm 01 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer followed technical support¿s instructions to put the pump into storage mode and reset certain parameters, while the team provided guidance on reconnecting the sensor. Once the customer returned home to access supplies, additional support was offered to load a new cartridge to attempt resolving the issue, with a potential pump replacement discussed if necessary.